Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2011-07079. The pt received a scs system on (B)(6) 2009. It was reported on (B)(6) 2011 that the pt feels stimulation only on his right arm. Pt needs coverage in his arms, fingers, back and legs. It was observed by sjm rep that pt has only three valid contacts, the rest were found invalid. The pt is considering a replacement surgery. No further info is available at this time.